Manufacturer narrative:
The customer found that the rinse block was not lowering down far enough beyond the tip of the probe. The customer adjusted the rinse block, which repaired the leak. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.